Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3899 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported, "(B)(6) 2021 15:30, received a call from the nurse on the floor, reflecting that the patient had local pain and limb swelling after infusion of the PICC catheter placed on (B)(6) 2021, and the infusion was stopped for relief. The blood vessel of the right upper limb was not abnormal by b-ultrasound; after the catheter was pulled out 2cm, it was found that there was fluid outflow from the puncture port. When the saline was injected, the catheter 36.5cm was found to be damaged. The catheter was disinfected, the catheter was trimmed, and the connector was replaced. The original catheter was inserted 39cm and exposed 3cm, and the current catheter was inserted 34cm, exposed 0cm, the blood was withdrawn smoothly and properly fixed, and the patient had no complaints of discomfort."